Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis (pd) patient reported to fresenius customer support that he was in the hospital for peritonitis. The patient had stomach pain, brain fog, and a fever. The patient was able to do treatments while in the hospital. Follow-up with the patient¿s pd registered nurse (pdrn) confirmed the patient presented to the emergency room on (B)(6) 2025 with complaints of abdominal pain, fever and disorientation. A peritoneal effluent fluid culture and cell count (wbc = 800 /mm3) were collected, and the patient was formally admitted. The patient was diagnosed with peritonitis and was treated with intraperitoneal (ip) vancomycin and ceftazidime (dosages, frequencies, durations not provided). The patient¿s final peritoneal effluent culture result returned negative for growth on (B)(6) 2025, and the patient¿s antibiotics were continued. The patient continued to undergo ccpd while hospitalized and was discharged home in stable condition on (B)(6) 2025. The patient has recovered from the serious adverse events and continued to utilize the same liberty select cycler at home. The pdrn stated the cause of the peritonitis is unknown; however, there was no fresenius product(s) and/or device(s) involvement.

Manufacturer narrative:
Clinical investigation: a temporal relationship exists between ccpd therapy utilizing a liberty select cycler, liberty cycler set and the serious adverse event of peritonitis, characterized by abdominal pain, fever, disorientation, and an elevated wbc count (peritoneal effluent), which warranted hospitalization and ip antibiotic therapy. The etiology of the serious adverse events is unknown; therefore, causality could not be established. However, the pdrn stated the serious adverse events were not caused by any fresenius product(s) and/or device(s). Esrd patients undergoing pd therapy (manual or cycler based) for rrt are at high risk for infections of the peritoneum. Additionally, in up to 20% of all peritonitis cases no organism is identified, and diagnosis can only be made by performing a cytological examination of the pd fluid and physical symptoms. Based on the information available, the liberty select cycler, liberty cycler set can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) deficiency or malfunction caused or contributed to the serious adverse events. Furthermore, there was no report a fresenius device(s) and/or product(s) failed to meet the users¿ expectations and/or the manufacturers¿ specifications. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported to fresenius customer support that he was in the hospital for peritonitis. The patient had stomach pain, brain fog, and a fever. The patient was able to do treatments while in the hospital. Follow-up with the patient¿s pd registered nurse (pdrn) confirmed the patient presented to the emergency room on (B)(6) 2025 with complaints of abdominal pain, fever and disorientation. A peritoneal effluent fluid culture and cell count (wbc = >800 /mm3) were collected, and the patient was formally admitted. The patient was diagnosed with peritonitis and was treated with intraperitoneal (ip) vancomycin and ceftazidime (dosages, frequencies, durations not provided). The patient¿s final peritoneal effluent culture result returned negative for growth on (B)(6) 2025, and the patient¿s antibiotics were continued. The patient continued to undergo ccpd while hospitalized and was discharged home in stable condition on (B)(6) 2025. The patient has recovered from the serious adverse events and continued to utilize the same liberty select cycler at home. The pdrn stated the cause of the peritonitis is unknown; however, there was no fresenius product(s) and/or device(s) involvement.